Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample and unconfirmed when the customer performed confirmatory testing. The (B)(6) result was considered discordant when compared to the unconfirmed (B)(6) result. The test order received by the customer from their client was for (B)(6) testing only. The (B)(6) test performed was an add on based on the customer's (B)(6) testing protocol. The patient sample was repeated for (B)(6) and the results were (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) assay result.

Manufacturer narrative:
The cause for the (B)(6) result when compared to the unconfirmed (B)(6) confirmatory test result is unknown and may be attributed to a non-specific interfering substance. There were no other (B)(6) ordered by the customer's client for additional investigation. The customer was unable to provide any relevant patient history or preexisting medical condition. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."